Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(4) . No samples of lot lhm053 were returned; received unopened samples of lot llm295 for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested samples met the finished goods requirements, the reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: lot: llm295; lot: lhm053; a review of the batch manufacturing records for each possible lot number was conducted and the lot met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin closure operation on (B)(6) 2018 and suture was used. During the procedure, the suture broke during sewing of the skin. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.